Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: we had the same problem with a tiemann foley ch14 ref 171305. The catheter separated in two. Further information notes that there was only a risk for the patient. The incident happened after insertion. The catheter is cut at the level of the base proximal part of the y. But the balloon remains properly inflated. The incident happened 48 hours after insertion. There was no need of a medical intervention.

Event description:
The report states: we had the same problem with a tiemann foley ch14 ref 171305. The catheter separated in two. Further information notes that there was only a risk for the patient. The incident happened after insertion. The catheter is cut at the level of the base proximal part of the y. But the balloon remains properly inflated. The incident happened 48 hours after insertion. There was no need of a medical intervention.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. 1 piece of actual sample was returned for investigation. Based on the complaint description, it was reported that the catheter separated in two. Both catheter shaft and funnel were examined using dino-lite to analyze the damaged area and torn edges. Based on observation, the torn edges were jagged and having excessive material at one side indicating that there is some external force was applied at the joint area causing the catheter to break review on the funnel portion reveals same cutting edges in which suggesting that the tube was once well attached to the funnel. There were also scratch marks observed on the shaft which may occur due to several reasons such as in contact with sharp object or pointed object during handling. Catheter broke may also occur due to various reasons such as effect of clamper used, excessive force applied at the funnel end or between the shaft as a result of catheter stuck at crib rail or tube extended as the patient glide on the bed. Nevertheless, as part of our initiative, we have implemented positive released test at injection molding process. Maximum of 8 pieces of catheter from each batch were tested using weight load test during start and stop of injection molding process whereby 0.75kg (for catheter size 6ch-10ch) and 1kg load (for size 12ch and above) tested as per iso 20696. This is to test the bonding strength between the funnel and tube. Batches that pass this test are subjected for release. Based on the above investigations, no issue found within the product which could have contributed from manufacturing processes. Therefore, this complaint could not be confirmed.